Event description:
Customer received a result of 80 mg/dl on compact plus system 1, and a result of 40 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips have been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20735441, expiration date 12/31/2014). (B)(4).

Event description:
Customer received a result of 80 mg/dl on compact plus system 1, and a result of 40 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20735441, expiration date 12/31/2014). Reference medwatch report with (B)(6) for the suspect device used in system 1. Device will not be returned to manufacturer.